Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/30/2022 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 11/06/2022. It was reported that the patient underwent partial removal of mesh on (B)(6) 2015 due to infected mesh with abdominal wall abscess. It was reported that the patient experienced severe abdominal pain. Mwr-04112022-0001292339 submitted for adverse event which occurred on (B)(6) 2015. Mwr-04112022-0001292341 submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to the FDA: 11/11/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.